Event description:
It was reported that the atrial lead was exhibiting noise. The atrial lead was extracted and replaced. Patient was in stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 34.4 cm to 34.6 cm from the connector pin consistent with lead friction to the ICD. This is consistent with the observation from the field of oversensed noise.

Event description:
New information received indicated that the previous reported noise was oversensed. The patient tolerated the procedure well.